Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It has been reported that a patient was treated with a closurefast catheter and an rfg3 generator. The patient has shown inflammatory response and ulcer in all ablation treated areas.

Manufacturer narrative:
The closurefast catheter was not returned for evaluation. Four images were received for evaluation: image 1 showed redness on the treated leg, image 2 showed redness and swelling of the treated leg, image 3 showed redness and blistering of the patient treated, image 4 showed labelling of a rfg3 generator. If information is provided in the future, a supplemental report will be issued.